Manufacturer narrative:
Evaluation summary. (B)(4). It was reported that during a vt ablation procedure the customer was not getting surface ECG's signals on carto 3 nor the recording system. Some trouble shooting was performed however it did not resolve the issue. This resulted in the case cancellation. Prior to calling the users had exchanged bs cables from the carto 3 system to the patient, rebooted system, replaced ECG patches, bypassed the carto 3 system and connecting bard recording system leads directly to patient which restored signals on bard. They connected limb leads from the carto 3 system and signals were then visible on the carto 3 system. The carto 3 system associated with the reported incident was thoroughly inspected by bwi service engineer. The failure could not be duplicated in presence of the service engineer and the system. The fse performed a case support. System started up, physician attached body surface cables without an issues. Case was finished with no issues. System is functional and ready for use. The device history record review was performed. No anomalies were noted in manufacturing or service of this device. The system met all specifications upon its release prior to distribution.

Event description:
It was reported that during a vt ablation procedure the customer was not getting surface ECG's signals on carto 3 nor the recording system. Some trouble shooting was performed however it did not resolve the issue. This resulted in the case cancellation. At the point the complaint was reported, the patient was stated remained intubated in the hospital. The physician felt that there was potential risk of the patient being under anesthesia for a prolonged period while troubleshooting was performed. The patient was under general anesthesia for approximately 3 hours. The patient's health condition or major medical history was history of heart failure (ef 5-10%) and end stage renal disease.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).